Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated. No intervention has been performed at this time. The patient was stable and will continue to be monitored. Further information was requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Device was at end of life (eol) level when received. Device was cut open and electrical testing performed, high current from the hybrid was noted during electrical testing. An anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain and premature battery depletion.